Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor broke. The customer reported that the needle hub got stuck in the serter. The customer reported that the sensor came out and got separated when trying to remove. The customer's blood glucose was 133 mg/dl at the time of incident. The sensor will be returned for analysis.

Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor found the insertion needle was bent inside of the needle housing; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used.